Event description:
The customer reported the system failed to boot up and the thumbnail images failed to match archive images. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was replaced. The system was then found to be operating as intended.